Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received.

Event description:
It was reported the patient experienced ineffective therapy. X-ray imaging revealed one lead had fractured and the other had migrated. As a result, surgical intervention may be pending to address the issue. It is unknown which lead migrated and which lead fractured.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received wherein the leads were explanted and replaced and effective therapy was established.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.